Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown tfna helical blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, patient¿s x-rays showed medial migration of a trochanteric fixation nail advanced (tfna) helical blade. During the revision procedure, it was determined that the set screw was in the correct position. Patient status is unknown. Concomitant devices: tfna nail (part: unknown, lot: unknown, quantity: 1), screw (part: unknown, lot: unknown, quantity: 1). This report is for an unknown tfna helical blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional device product code: ktt. H3, h6: the complaint condition "that the blade migrated through the nail" can be confirmed according to the received x-rays. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent implant removal and insertion of total hip replacement with reconstruction of the acetabulum. Concomitant devices: tfna nail (part: 04.037.044, lot: unknown, quantity: 1), screw (part: unknown, lot: unknown, quantity: unknown), end cap (part: unknown, lot: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- further investigation was performed by pd and medical affairs, with the following results: based on the pictures and the x-rays we could not identify any indications for an implant specific issue. We think there are multiple scenarios what could have happened. According to the literature, proximal femur fractures can still fail in up to 5 percent of the cases, without a clear root cause being identified. It seems that in that case the compression feature has been used, since the blade is already protruding laterally. The blade can slide only to some extent, before it touches the tractus lateral. What could have happened is that after some further dynamization, the tractus lateral prevented further dynamization. Due to continuous loading, the head fragment got further pushed laterally, which at some point can lead to a perforation of the head element through the femoral head. Product was not returned. The complaint condition "that the blade migrated through the nail" can be confirmed according to the received x-rays. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B6: received x-rays provided for reporting reporters state: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Further investigation was performed by pd and medical affairs, with the following results: based on the pictures and the x-rays we could not identify any indications for an implant specific issue. We think there are multiple scenarios what could have happened. According to the literature, proximal femur fractures can still fail in up to 5% of the cases, without a clear root cause being identified. It seems that in that case the compression feature has been used, since the blade is already protruding laterally. The blade can slide only to some extent, before it touches the tractus lateral. What could have happened is that after some further dynamization, the tractus lateral prevented further dynamization. Due to continuous loading, the head fragment got further pushed laterally, which at some point can lead to a perforation of the head element through the femoral head. Product was not returned. The complaint condition "that the blade migrated through the nail" can be confirmed according to the received x-rays. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.